Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose (bg) level was 270 (mg/dl). The customer stated manual injections would be used to address bg level. Reportedly the customer will use a back up pump as alternate insulin therapy until the replacement pump is received.